Manufacturer narrative:
The customer reported a concern about how the sync marker is placed for cardioversion. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A f/u report wil be submitted upon completion of the investigation.

Event description:
The customer reported a concern about how the sync marker is placed for cardioversion.